Event description:
It was reported to boston scientific corp on (B)(6) 2008 that a radial jaw 3 hot biopsy forceps device was used for a colonoscopy procedure on (B)(6) 2008. According to the complainant, "during the procedure, the forceps were advanced down the scope and the head of the forceps detached from the catheter. The head of the forceps remained in the working channel of the scope, and the scope was sent out for repair." It was further reported that a second radial jaw 3 hot biopsy forceps device was used to complete the case, with no complications. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The returned device was received cut without the proximal section of the catheter; only the clevis-cutter subassembly was received. A visual examination of the returned segment did not reveal any anomalies. The cause of the detached component could not be determined. The (B)(6) 2008, 15-month radial jaw 3 hot biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).